Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021, the pump alarmed insulin flow blocked and has no audio. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing or listed in the pump history download. Unit successfully downloaded to thus and carelink. No pump error 63 noted during test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed pump error 63 variable 3 was noted in the history download on (B)(6) 2021 18:41:26.000 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: cracked retainer knit line, scratched case, pillowing keypad overlay, cracked case (battery tube) and end cap address label missing. The p-cap/reservoir does lock properly. No unexpected insulin flow blocked alarms noted during testing or listed in the pump history download. No audio alert anomalies noted during testing. However, confirmed pump error 63 variable 3 was noted in the history download on (B)(6) 2021 18:41:26.000 due to broken trace u1 pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a audio anomaly during auto test. Customer reported several occluded alarms even after set and reservoir change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.